Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that patient had heparin allergy and alternative blood thinning medication used. The procedure went along as expected, after isolating the pulmonary veins, and posterior wall, physician removed farawave from faradrive, then attempted to aspirate but was unable to. No irrigation was connected to sheath during procedure. It was assumed there was a blood clot, so the sheath was removed from the patient. At the table the sheath was easily flushed, a small blood clot was seen but was so small it was dismissed. Aspiration at the table was also difficult with a bowl of saline, although it flushed easily. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported the patient has been discharged. The clot was only seen after removing the sheath from the patient and flushing into a towel. No other issue has been reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.